Event description:
System was implanted and during implant there was an issue with an artery. There was a hypoxic episode lasting at least 10 minutes. The patient had to be rushed to emergency surgery and the system was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
A hypoxic episode was observed following the implantation of this biotronik device. Therefore, the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. In conclusion there was no indication of a material or manufacturing problem.